Manufacturer narrative:
Any additional information provided by the customer will be submitted in a follow up report. The device was initially evaluated by the hospital's biomedical department. The device was tested for several days and the technician could not reproduce the issue. The device seemed to work correctly with good volumes, flows, etc. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issues. The device passed 116 hours of extended bench testing at the customer's settings. The device failed t.s final test for slight non-conformances with measured o2 percentages at pressure and o2 tests 1, 2, 3, and 4. These slight non-conformances will not result in a failure to ventilate properly. As a pre-caution, the service technician replaced the oxygen blender. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the ltv 1200 MRI ventilator keypad buttons stopped working and went ventilator inoperable (inop) while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event. The patient was removed from the ventilator and switch to a back up ventilator.